Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review on all devices in the lot was completed and all devices met relevant specifications prior to release; device malfunction is not suspected.

Event description:
During a left atrial appendage closure (laac) procedure, the versacross transseptal sheath and versacross rf wire (baylis medical company inc.) Were used for the initial transseptal puncture of the procedure with no observed initial complications. After transseptal puncture, the watchman flx (boston scientific corp.) Devices were used to complete the laac procedure. Upon post-procedure verification, the patient was noted to have a hemothorax. The hemothorax was drained and the patient was kept for observation. Follow-up requests reveled that the patient is doing well and is expected to recover. As the hemothroax was identified after completion of the closure procedure, there is no objective evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as the baylis devices were among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with report number.